Event description:
The pt underwent a diagnostic procedure 48 hours before undergoing an interventional procedure of carotid stenting. The physician attempted to preclose the arteriotomy with the closer tsl 6 fr. Device. The device was introduced with mild resistance after the artery was dilated up to 7 french. Good mark was achieved, the foot was deployed and both needles captured the suture ends. Field reports indicate that the operator attempted to advance the device and achieve mark before parking the foot. Difficulty was encountered parking the foot and while manipulating the device, it fractured at the foot location. The sheath remained in the vessel and was removed by a vascular surgeon. The pt experienced no further incident.